Manufacturer narrative:
A review of tickets was performed for reagents lot numbers 95385li00 and 03405be00. The ticket search determined there is a slightly elevated complaint activity for the likely cause lots. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of field data for lots 95385li00 and 03405be00, using the number of standard deviations to the cut-off for the negative populations and the median values, determined the likely cause lots are within their established limits. Therefore, the performance of the lots is not compromised. Retained kits of architect havab-igg reagent, list number 6c29-27, lot number 95385li00 and 03405be00 were calibrated on three different instruments and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, 3 replicates of negative control were tested on each instrument. All negative control values met specifications and the results were in the typical range and no false reactive results were obtained. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect havab igg, lot numbers 95385li00 and 03405be00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27.

Event description:
The customer observed an increase in architect havab-igg reactive rates and imprecision in the 3rd party negative control that was giving higher results. No specific patient data was provided. No impact to patient management was reported.